Manufacturer narrative:
Device evaluation: the product was not returned. The complaint cannot be confirmed. Manufacturing record review. A review of the manufacturing records could not be performed as a product serial number was not provided. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use and handling of the product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and provided additional details on the event to include serial number and date of explant. In the initial MDR, both adverse event and product problem were chosen; however, in review a product problem was incorrectly chosen. Additional information also received reports patient had blurred vision. Visual acuity pre-op: 20/40 -3.50 + 2.25 x 170. Visual acuity post-op: 20/25 -1.50 + 1.00 x 180. (Post phaco) post lens exchange visual acuity sans corrected (vasc) was 20/20. The following sections have been updated accordingly: adverse event or product problem: adverse event. Serial #: (B)(4), catalog #: zct400u160, expiration date: 12/08/2018, UDI #: (B)(4). If explanted; give date: (B)(6) 2019 device manufacture date: 12/08/2014. Patient code: 2137, patient code: 3191 - lens explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted, give date: not applicable at this time; however, a lens exchange is planned. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2017. At the patient's recent visit, the manifest refraction was -1.50 +1.00 x 180 in the right eye (od) and -0.25 sphere in the left eye (os). The lens is oriented at 128 degrees. The doctor plans to exchange the lens in the right eye for the same model, a smaller diopter of 14.5 and place the lens at 139 degrees. Manifest refraction at implant was +1.25 +2.25 x 170 in the right eye (od) and -2.50 sphere in the left eye (os). No further information was provided.